Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2019 with the following findings: review of the black box data revealed multiple records of call service alarm 88. On investigation, the pump powered on, however, due to the occurrence of call service alarm 88 during investigation, the pump was not able to be investigated for the alleged prime issue. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation and moisture damage was found inside the pump on the internal electronics.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.